Manufacturer narrative:
Additional information: d9 - product return, h2 - yes, evaluation, h6 - codes updated. Investigation results: visual inspection: the rotation axis has fractured, above the taper, directly below the screw thread. The taper of the rotation axis shows visible material wear marks on the surface. The rotation axis locking nut is still fixed on the thread (broken part of the axis). The breakage surface of the proximal part of the axis shows little signs of so-called arrest lines which are typical for a dynamic fatigue fracture. Furthermore especially the larger distal fragment exhibit secondary damages (shiny areas on the fracture surface) which were resulted due to rubbing against each other after the breakage. Both fracture surfaces exhibit no material defects like foreign particles inclusions or blow holes. Unfortunately, the hinge ring is not available for investigation. Therefore, it cannot be determined if hyperextension was present. The locking ring as well as the bearing for rotation axis show no significant/unusual damages. Batch history review: the device history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the same lot number. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/ preventive measures: based on the current information, a clear root cause conclusion cannot be drawn. The provided pictures and x-ray figues give also no clear hintss regarding the root cause of the breakage. There is no indication for a design-, manufacturing- and/or material-related failure. The following can be mentioned as an informational note: the visible signs of wear/material abrasions on the taper of the rotation axis could be an indication that the hinge connection of the femur has been moving on the taper. A reason for this could be that the rotation axis locking nut has come loose a little bit. The load transfer in this case is transmitted through the narrowest part of the axis and not through the main axis. Furthermore, it could be possible that a special patient situation, for example: disturbance in coordination. Underlying disease. Missing muscular guidance of the leg. Hyperextension. Led to extreme and unusual bending moments and in the end to the breakage of the axis at the narrowest part. Based upon the investigation results, a CAPA is not required.

Event description:
Involved components: nr860k/ enduro locking nut f/rotation axis (aesculap ag reference no. (B)(4)).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with product nr883m - enduro meniscal component f2 16mm. According to the complaint description, postoperative breakage of the axis occurred. The inlay was replaced after breakage of the axis between the femur and tibia (breakage at the level of the locking nut). The broken piece of the axis was located in the dorsal capsule and was very difficult to find and retrieve. This was followed by the implantation of a 16 mm inlay for femur f2. Explantation of the femoral component was suggested, but the surgeon decided against it. The patient was doing well after completion of the surgery. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided but has been requested. The adverse event is filed under aesculap ag reference no. (B)(4). Involved component: nr860k\ enduro locking nut f/rotation axis (aesculap ag reference no. (B)(4)).